Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor). Isolated to an open main batt wire in the trunk cable. The trunk cable showed signs of physical abuse. The patient was issued replacement equipment. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.